Event description:
It was reported by the patient's mother that in 2023, the patient's vns unexpectedly shut down for an unknown reason, and this caused the patient to experience an increase in seizures that required hospitalization. The patient was in the hospital for 15-20 days and phenytoin was administered. The patient also presented regression and required tube feeding. After being removed from the tube, the patient required rehabilitation with physiotherapy and speech therapy to resume swallowing. Later it was reported that the patient started to experience an increase in seizures again along with waking up several times during the night. The patient was using phenytoin since their hospitalization, but this was gradually withdrawn and replaced by another drug which resulted in improved sleep quality for the patient. Despite the recent worsening, the frequency of seizures remains lower than that observed before the implementation of the vns. No other relevant information has been received to date.